Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 10/29/2025. Data was further reviewed. The performance data was reviewed for the time period of interest. The data indicates that the sensor session started at 9:41 pm on (B)(6) 2025. The session lasted 4 days and 19 hours and ended on 9/1/2025 for unknown reasons. There was 1 bg meter calibrations performed during the session on (B)(6) 2025. Results of this calibration indicate that the sensor is within specification for accuracy. All alerts were found to be working as designed on the date of the alleged issue. The reported inaccuracy allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5175715, mw5175716, mw5175717, mw5175718 and mw5175719. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 2 of 2 reports of emergency room visits that occurred two separate times. Please see related records (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 10/07/2025. It was reported that an unspecified issue occurred. The date of event is an approximation. According to a report received via maude, the patient experienced two unspecified issues that led to multiple emergency room visits. This file pertains to the second of those events. The patient utilizes the dexcom g7 continuous glucose monitor (cgm) in conjunction with the insulet omnipod 5 (op5) system in a modified closed-loop configuration. The report indicates that the patient experienced five dexcom g7 sensor failures within a span of less than one month. One documented incident involved the dexcom g7 alerting the patient to an estimated glucose value (egv) of 44 mg/dl, flagged as ¿low.¿ the egv subsequently dropped to a level where the dexcom g7 was unable to register a reading. This event reportedly contributed to an emergency room visit. Specific details regarding the emergency room visits were not provided in the report. Despite follow-up attempts to obtain clarification, no additional information has been received from the reporter. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.